Manufacturer narrative:
The lot number of the device is unk. Unable to perform complaint history check and device history review. There have been follow-up efforts with the customer to gather additional details and solicit samples for evaluation. No additional info nor samples have been received to date. Will perform investigation if samples and or additional info indicating the incident lot is received.

Event description:
The customer reported that based on erroneously elevated potassium results, a pt was sent to the emergency room for follow up where the blood tests were repeated and the results were normal.